Event description:
Info received indicates the front brake casters are not holding.

Manufacturer narrative:
The technician found the brake casters were worn. He replaced the brake casters to repair the bed.